Event description:
Implantable drug delivery pump, implanted for approx 9 mos, malfunctioned. Pt has hepatic artery thrombosis (unaware of the device actually causing or contributing to the thrombosis).